Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), procedural haemorrhage ("bled a lot during removal surgery") and tubo-ovarian abscess ("tubo-ovarian abscess") in a 45-year-old female patient who had essure (ess205) (batch no. 620743) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side was harder to place than the right side" in (B)(6) 2007. The patient's past medical history included depression, anxiety, lumbar disc degeneration, ovarian cyst, gravida I, tonsillectomy, adenoidectomy, carpal tunnel release, social alcohol drinker, abortion induced (at ten weeks gestation) in 1993, menarche (at age 12,), trichomoniasis and trichomonal vaginitis. She denies the use of cigarettes or illicit drug and any fever. She denies any history of chlamydia, gonorrhea, or sexually transmitted disease. Concurrent conditions included obesity, abdominal discomfort, nausea, ovarian abscess, ileus, fever, chills, bacterial allergy, uterine fibroids, endometrioma, cyst rupture, pelvic mass, back pain, bowel obstruction and allergic reaction to antibiotics. Concomitant products included anesthetics, general (general anesthesia) for anesthetic induction as well as other antiemetics. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tubo-ovarian abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), endometriosis ("endometriosis") and uterine leiomyoma ("fibroids"). The patient was treated with rizatriptan (maxalt), paracetamol (tylenol), antibiotics and surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy (bso)). Essure (ess205) was removed on(B)(6) 2014. On (B)(6) 2015, the dyspareunia had resolved. At the time of the report, the pelvic pain, procedural haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, tubo-ovarian abscess, weight increased, migraine, headache, endometriosis, fatigue and uterine leiomyoma outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, tubo-ovarian abscess, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had no any complication of unintended pregnancy or delivery. There is no tubal patency. She claims she has been having back pain from degenerative disc disease. Lower abdominal pain secondary to pelvic mass. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: showing pelvic mass. Full blood count - on (B)(6) 2013: elevated white count. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded smear cervix - on an unknown date: abnormal. (B)(6) 2014, surgical pathology showed received fresh is 70 cc of red fluid with mucoid material specimen was processed by cytyc thin-prep concentration methodology. Omental adipose tissue with fibro vascular adhesions and hemosiderin. Right ovary and fallopian tube: endometriosis, right ovary. Right fallopian tube with intramucosal hemosiderin. Left ovary and fallopian tube: simple hemorrhagic cyst, left ovary and left fallopian tube with para tubal cyst. Uterine corpus was secretory endometrium, adenomyosis, intramural and sub serosa leiomyomas, serosal fibro vascular adhesions. The specimen received fresh consists of omental adipose tissue measuring 9.0 x 2.8 x 1.5 cm. Serial sections demonstrate uniform reddish-yellow-appearing adipose tissue without nodules or masses. Representative sections of omentum are submitted for histology. The specimen received fresh consists of a multiloculated mass which is designated right ovary by physician measuring 9.5 x 9.0 x 3.0 cm. Attached to this mass is what appears to be a dilated fallopian tube measuring 9.0 cm in length and ranging up to 1.5 cm in diameter. Also identified in the container is the left ovary measuring 5.0 x 3.5 x 2.0 cm and attached left fallopian tube measuring 7.0 cm in length and ranging up to 1.2 cm in diameter. Also submitted in the same container is a supracervical hysterectomy weighing 209 g. The multiloculated mass has a coffee-brown and red appearance. Representative tissue is submitted for frozen section physician request serial sections of right fallopian tube have a congested edematous appearance with brownish discolored mucosa. Serial sections of left ovary demonstrate a 1.7 cm hemorrhagic cyst or cystic follicle containing reddish-brown material. Serial sections of left fallopian tube are grossly unremarkable. Focal red and pink adhesions are identified on the uterine serosa. Residual fallopian tube tissue is attached to the uterus measuring 2.5 cm in length and 0.5 cm in diameter and is grossly unremarkable. The endometrial mucosa measures 5.0 mm in thickness without polyps or masses. There are multiple intramural and sub serosal whitish and pinkish-tan well circumscribed intramural and sub serosal nodules ranging up to 3.5 cm in greatest dimension without gross areas of necrosis or hemorrhage. Additional representative sections of the multicystic mass are submitted in cassettes 2 and 3. Representative sections of adjacent fallopian tube are submitted in cassette representative sections of the opposite ovary and fallopian tube are submitted in cassettes 5 and . The endometrial mucosa measures 1.0 mm in thickness without polyps or masses. Within the myometrium are multiple white and tan well circumscribed intramural and sub serosal sections of the opposite ovary and fallopian tube are submitted in cassettes 5 and 6. The endometrial mucosa measures 1.0 mm in thickness without polyps or masses. Within the nodules ranging up to 1.5 cm in size without gross areas of necrosis or hemorrhage. Representative sections of uterus are submitted in cassettes 7-12. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometriosis. Most recent follow-up information incorporated above includes: on 3-jul-2018: events- "fatigue, fibroids" added, previously reported event "tumor/teratoma/cancer" coding change to "tubo-ovarian abscess". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), procedural haemorrhage ("bled a lot during removal surgery") and tubo-ovarian abscess ("tubo-ovarian abscess") in a 44-year-old female patient who had essure (ess205) (batch no. 620743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side was harder to place than the right side" in (B)(6) 2007. The patient's past medical history included depression, anxiety, lumbar disc degeneration, ovarian cyst, gravida I, tonsillectomy, adenoidectomy, carpal tunnel release, social alcohol drinker, abortion induced (at ten weeks gestation) in 1993, menarche (at age 12,), trichomoniasis and trichomonal vaginitis. She denies the use of cigarettes or illicit drug and any fever. She denies any history of chlamydia, gonorrhea, or sexually transmitted disease. Previously administered products included for an unreported indication: wellbutrin from 2003 to 2005. Concurrent conditions included obesity, abdominal discomfort, nausea, ovarian abscess, ileus, fever, chills, bacterial allergy, uterine fibroids, endometrioma, cyst rupture, pelvic mass, back pain, bowel obstruction and allergic reaction to antibiotics. Concomitant products included anesthetics, general (general anesthesia) for anesthetic induction, bupropion (wellbutrin) for depression, nsaid's for fatigue, paracetamol (acetaminophen) since (B)(6) 2007 for migraine and headache as well as aripiprazole (abilify) from 2014 to 2016, citalopram hydrobromide (celexa) from 2014 to 2016, mirtazapine (remeron) from 2014 to 2016, norethisterone (mini-pill) since 2002 to (B)(6) 2007, other antiemetics and trazodone since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, 6 years 5 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced weight increased ("weight gain"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced tubo-ovarian abscess (seriousness criterion medically significant), endometriosis ("endometriosis") and uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced procedural haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with rizatriptan (maxalt), paracetamol (tylenol), antibiotics and surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy (bso), oophorectomy). Essure (ess205) was removed on (B)(6) 2014. On (B)(6) 2015, the dyspareunia had resolved. At the time of the report, the pelvic pain was resolving, the procedural haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, tubo-ovarian abscess, weight increased, migraine, headache, endometriosis, fatigue, uterine leiomyoma and depression outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, procedural haemorrhage, tubo-ovarian abscess, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had no any complication of uninteded pregnancy or delivery. There is no tubal patency. She claims she has been having back pain from degenerative disc disease. Lower abdominal pain secondary to pelvic mass diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: showing pelvic mass full blood count - on (B)(6) 2013: elevated white count hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded smear cervix - on an unknown date: abnormal (B)(6) 2014, surgical pathology showed received fresh is 70 cc of red fluid with mucoid material specimen was processed by cytyc thin-prep concentration methodology.omental adipose tissue with fibro vascular adhesions and hemosiderin. Right ovary and fallopian tube: endometriosis, right ovary. Right fallopian tube with intramucosal hemosiderin. Left ovary and fallopian tube: simple hemorrhagic cyst, left ovary and left fallopian tube with para tubal cyst. Uterine corpus was secretory endometrium,adenomyosis,intramural and sub serosa leiomyomas,serosal fibro vascular adhesions. The specimen received fresh consists of omental adipose tissue measuring 9.0 x 2.8 x 1.5 cm. Serial sections demonstrate uniform reddish-yellow-appearing adipose tissue without nodules or masses. Representative sections of omentum are submitted for histology. The specimen received fresh consists of a multiloculated mass which is designated right ovary by physician measuring 9.5 x 9.0 x 3.0 cm. Attached to this mass is what appears to be a dilated fallopian tube measuring 9.0 cm in length and ranging up to 1.5 cm in diameter. Also identified in the container is the left ovary measuring 5.0 x 3.5 x 2.0 cm and attached left fallopian tube measuring 7.0 cm in length and ranging up to 1.2 cm in diameter. Also submitted in the same container is a supracervical hysterectomy weighing 209 g. The multiloculated mass has a coffee-brown and red appearance. Representative tissue is submitted for frozen section physician request serial sections of right fallopian tube have a congested edematous appearance with brownish discolored mucosa. Serial sections of left ovary demonstrate a 1.7 cm hemorrhagic cyst or cystic follicle containing reddish-brown material. Serial sections of left fallopian tube are grossly unremarkable. Focal red and pink adhesions are identified on the uterine serosa. Residual fallopian tube tissue is attached to the uterus measuring 2.5 cm in length and 0.5 cm in diameter and is grossly unremarkable. The endometrial mucosa measures 5.0 mm in thickness without polyps or masses. There are multiple intramural and sub serosal whitish and pinkish-tan well circumsribed intramural and sub serosal nodules ranging up to 3.5 cm in greatest dimension without gross areas of necrosis or hemorrhage. Additional representative sections of the multicystic mass are submitted in cassettes 2 and 3. Representative sections of adjacent fallopian tube are submitted in cassette representative sections of the opposite ovary and fallopian tube are submitted in cassettes 5 and . The endometrial mucosa measures 1.0 mm in thickness without polyps or masses. Within the myometrium are multiple white and tan well circumscribed intramural and sub serosal sections of the opposite ovary and fallopian tube are submitted in cassettes 5 and 6. The endometrial mucosa measures 1.0 mm in thickness without polyps or masses. Within thenodules ranging up to 1.5 cm in size without gross areas of necrosis or hemorrhage. Representative sections of uterus are submitted in cassettes 7-12. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometriosis. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet was received events added from pfs- depression. And dysmenorrhea (cramping) clubbed to previous events. Events onset date, concomitant drug, historical drug were added. & event-pain outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), procedural haemorrhage ("bled a lot during removal surgery") and neoplasm malignant ("cancer") in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left side was harder to place than the right side" in (B)(6) 2007. The patient's past medical history included depression, anxiety, lumbar disc degeneration, ovarian cyst, gravida I, tonsillectomy, adenoidectomy, carpal tunnel release, social alcohol drinker, abortion induced (at ten weeks gestation) in 1993, menarche (at age 12,), trichomoniasis and trichomonal vaginitis. She denies the use of cigarettes or illicit drug and any fever. She denies any history of chlamydia, gonorrhea, or sexually transmitted disease. Concurrent conditions included obesity, abdominal discomfort, nausea, ovarian abscess, ileus, fever, chills, bacterial allergy, uterine fibroids, endometrioma, cyst rupture, pelvic mass, back pain, bowel obstruction and allergic reaction to antibiotics. Concomitant products included anesthetics, general (general anesthesia) for anesthetic induction as well as other antiemetics. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced neoplasm ("tumor") and teratoma ("teratoma"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain"), migraine ("migraine"), headache ("headaches"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). The patient was treated with rizatriptan (maxalt), paracetamol (tylenol), antibiotics and surgery (supracervical hysterectomy and bilateral salpingo-oophorectomy (bso)). Essure (ess205) was removed on (B)(6) 2014. On (B)(6) 2015, the dyspareunia had resolved. At the time of the report, the pelvic pain, procedural haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, teratoma, neoplasm malignant, weight increased, migraine, headache and endometriosis outcome was unknown and the neoplasm and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, headache, menorrhagia, migraine, neoplasm, neoplasm malignant, pelvic pain, procedural haemorrhage, teratoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she had no any complication of unintended pregnancy or delivery. There is no tubal patency. She claims she has been having back pain from degenerative disc disease. Lower abdominal pain secondary to pelvic mass diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: showing pelvic mass full blood count - on (B)(6) 2013: elevated white count hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded smear cervix - on an unknown date: abnormal on (B)(6) 2014, surgical pathology showed received fresh is 70 cc of red fluid with mucoid material specimen was processed by cytyc thin-prep concentration methodology.omental adipose tissue with fibro vascular adhesions and hemosiderin. Right ovary and fallopian tube: endometriosis, right ovary. Right fallopian tube with intramucosal hemosiderin. Left ovary and fallopian tube: simple hemorrhagic cyst, left ovary and left fallopian tube with para tubal cyst. Uterine corpus was secretory endometrium,adenomyosis,intramural and sub serosa leiomyomas,serosal fibro vascular adhesions. The specimen received fresh consists of omental adipose tissue measuring 9.0 x 2.8 x 1.5 cm. Serial sections demonstrate uniform reddish-yellow-appearing adipose tissue without nodules or masses. Representative sections of omentum are submitted for histology. The specimen received fresh consists of a multiloculated mass which is designated right ovary by physician measuring 9.5 x 9.0 x 3.0 cm. Attached to this mass is what appears to be a dilated fallopian tube measuring 9.0 cm in length and ranging up to 1.5 cm in diameter. Also identified in the container is the left ovary measuring 5.0 x 3.5 x 2.0 cm and attached left fallopian tube measuring 7.0 cm in length and ranging up to 1.2 cm in diameter. Also submitted in the same container is a supracervical hysterectomy weighing 209 g. The multiloculated mass has a coffee-brown and red appearance. Representative tissue is submitted for frozen section physician request serial sections of right fallopian tube have a congested edematous appearance with brownish discolored mucosa. Serial sections of left ovary demonstrate a 1.7 cm hemorrhagic cyst or cystic follicle containing reddish-brown material. Serial sections of left fallopian tube are grossly unremarkable. Focal red and pink adhesions are identified on the uterine serosa. Residual fallopian tube tissue is attached to the uterus measuring 2.5 cm in length and 0.5 cm in diameter and is grossly unremarkable. The endometrial mucosa measures 5.0 mm in thickness without polyps or masses. There are multiple intramural and sub serosal whitish and pinkish-tan well circumscribed intramural and sub serosal nodules ranging up to 3.5 cm in greatest dimension without gross areas of necrosis or hemorrhage. Additional representative sections of the multicystic mass are submitted in cassettes 2 and 3. Representative sections of adjacent fallopian tube are submitted in cassette representative sections of the opposite ovary and fallopian tube are submitted in cassettes 5 and . The endometrial mucosa measures 1.0 mm in thickness without polyps or masses. Within the myometrium are multiple white and tan well circumscribed intramural and sub serosal sections of the opposite ovary and fallopian tube are submitted in cassettes 5 and 6. The endometrial mucosa measures 1.0 mm in thickness without polyps or masses. Within thenodules ranging up to 1.5 cm in size without gross areas of necrosis or hemorrhage. Representative sections of uterus are submitted in cassettes 7-12. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, endometriosis. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs:abnormal vaginal bleeding, menorrhagia, apareunia, dysmenorrhea, dyspareunia, tumor, teratoma, cancer, weight gain, migraine, headaches, abdominal pain, endometriosis, bled a lot during surgery added, device difficult to use. Reporters, patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for contraception. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (right salpingo-oophorectomy and hysterectomy ). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.